Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient's toes are numb and asked if it was caused by this therapy. The patient then mentioned he is in the hospital right now. No further patient complications are anticipated or expected as a result of this event.